Event description:
The dental implant fx3614swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 5 months after implantation. The doctor noted periodontal disease during explantation. The patient has history of diabetes and hypertension. The patient has recovered without complications.